Event description:
It was reported that the visited the hospital since this inflatable penile prosthesis (ipp) was not longer inflating. After examination, it was found air in the system as a cause of fluid leak in the device; it was removed and replaced. There were no patient complications reported.